Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient felt uncomfortable and consulted a doctor. They performed an x-ray and found out that sensor wire was stuck in his skin. The patient underwent a surgery on (B)(6) 2024 to remove the sensor wire. The patient was treated with cefazolin sodium injection, ketorolac, phenylephrine hydrochloride, propofol injection, fentanyl injection. At the time of the report the patient was recovered. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.